Event description:
On 12/23/96 had a cardiac arrest at home immediately after jumping into father's arms. CPR begun in home by parents and continued by emergency medical services (ems). Upon arrival of ems at home, pt had torsades-de-pointes ventricular fibrillation. Upon arrival at this facility, pt noted to have significant hypoxic ischemic encephalopathy from the cardiac arrest. Admission chest x-ray revealed a fracture of the ventricular pacemaker lead. Subsequently, supportive care and treatment were withdrawn due to neurological devastation without improvement in neurological condition and pt, expired on 1/26/97.